Event description:
It was reported that a patient experienced hypotension and bilateral lobe pneumonia . During procedure for a pulsed field ablation (pfa) procedure to treat paroximal af an rf wire was selected for use, it was noted that during access wire got kinked with routine use. The wire was replaced and the pfa therapy procedure was completed. Posterior to therapy culmination, patient experienced hypotension. Intracardiac echocardiography was performed to observed ventricles; effusion was ruled out. Pan scan CT was performed, demonstrating bilateral lobe pneumonia. The patient required hospitalization, admitted to intensive care unit (ICU), recovered and discharged. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.